Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to oversensing. The patient is also equipped with a heartmate device (left ventricular assist device). Technical services (ts) reviewed available device data, noting the oversensing is a result of the intermittent activation of the heartmate pump. Programming considerations were discussed so that this does not lead to consequences in the future. No further assistance was required. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.